Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported a non-recoverable fault. The customer removed instruments, undocked from the patient and cycled the system power before calling. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the onsite logs, found errors 32115 and 307 on armnet 4. The isi tse requested the customer to power cycle the system, perform an emergency power off (epo) and cycle the circuit breaker down on the patient side cart (psc). The faults returned after the system powered on. The customer stated they had another psc available. The customer planned to swap the pscs. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the proximal set up joint (suj) and tested the system. The universal surgical manipulator (usm) was previously replaced by the primary isi fse. The isi fse verified the error log and returned it to service. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform a failure analysis. A return material authorization (RMA) was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed the errors in the logs, but they could not be replicated. The usm was tested on an in-house system in normal mode, and it passed all required tests. The usm was also tested on a test platform and the fan test failed. The proximal set up joint (suj) was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The errors/fault was confirmed via field logs. The set up joint (suj) passed the system test and passed all the tests on the test platform.

Event description:
Refer to h10/h11 for follow-up information.